Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed off no power test, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. Unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Unable to complete functional test due to prime anomaly. No motor error alarms noted. Motor was tested outside the device and passed. Unit was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call that she received continuous motor error alarms. Customer's blood glucose level was not reported. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.